Event description:
It was reported that the patient demonstrated signs of withdrawal and was admitted to the intensive care unit (ICU). The patient was somnolence from apparent withdrawal. Patient had "underdose symptoms." The event required medical intervention and hospitalization. The pump was interrogated, showed no timely event logs, reservoir was half full and presented as normal. The ICU physician elected not to make any changes to the pump program and continued to monitor with intravenous (IV) access in place. The patient was stable and comfortable. The morning of (B)(6) 2015, the managing physician reported that the patient had many complex oral mediations and had stopped taking two of them 2 days prior and was "confident that's the cause of her withdrawal." The physician was "confident her pump and catheter are fine." At the time of the withdrawal event the patient was being driven by family to the managing physicians clinic for an appointment, but instead was taken to the hospital that was a further drive. The patient was expected to stabilize soon and would be discharged. The managing physician planned to evaluate the patient in clinic. As of (B)(6) 2015, the patient was still in the ICU but the patient's issues were "systemic, no concerns about her pump and catheter." On (B)(6) 2015, it was reported that the patient was out of the ICU. It was noted that a indium scan of the catheter showed a leak. The speculation was that if the patient was losing delivery, they may have been inappropriately compensating with their orals. The patient was going into the operating room (or) on (B)(6) 2015 to diagnose/repair or replace the patient's catheter. The patient's status at the time of report was "alive- no injury." The pump system was delivering hydromorphone and clonidine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that one of the tubes had kinked in the "neuro pump" and the patient was in the hospital on a ventilator. It was noted that the patient had pain. In another source document, it was reported that an indium dye study was performed to investigate the catheter, provide patency as dye should progress into intrathecal space. Actions required as a result of the vent included reprogramming. It was noted that the catheter was repaired by opening the patient's "front and back." The patient still had the same neuro pump and was currently going to rehab. The patient was doing much better.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).